Manufacturer narrative:
The suspect medical device has not been returned for engineering evaluation. The internal manufacturing process was reviewed. All products have been found to be in compliance with the manufacturing standards. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Event description:
The account alleges that during the procedure, while attempting to introduce an interventional device over the guidewire, the coating of the guidewire started coming off onto the operator's gloves. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A supplemental report will be submitted once the investigation is complete.

Event description:
The account alleges that during the procedure, while attempting to introduce an interventional device over the guidewire, the coating of the guidewire started coming off onto the operator's gloves. No additional patient consequence to report.